Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath . There was no report of patient harm or injury. Update: the device was returned to a third party service center. The device was visually examined and no foam particles were found in the device. There were no error codes present. The device was scrapped. Section h: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.